Event description:
A customer reported receiving a high reading on their blood glucose meter when they experienced symptoms of low blood glucose and loss of consciousness. The customer reported an adc meter reading of 76 mg/dl. The paramedics were called and administered an intravenous medication and glucose. The customer reported being transported to the facility where they were reportedly diagnosed with severe hypoglycemia and treated with glucose. Additionally, the customer reported eating food to alleviate the symptoms. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be submitted if the meter is returned. The customer also reported not washing hands prior to testing and adc customer service educated the customer to wash and dry hands before the blood glucose test.